Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient for in clinic follow up with the left ventricular lead exhibiting high capture thresholds. The patient was referred for further lead evaluation and generator change, after receiving an alert for low pacing impedance. During the generator change the electrophysiologist determined that all electrical parameters were stable, acceptable, and that no further intervention was necessary. The patient was discharged.